Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found that the zero ¿0¿ and high ¿3 cmh2o¿ calibration of the exhalation differential transducer pt802 failed to calibrate. Events log contains many xdcr faults. Event log also, contains many errors that are related to this issue: low/high pip, low ve, high rate, circuit disconnect. Could not find any ¿vent inops¿ in the unit¿s event log. The event log also contains many motor faults however; due to the erratic behavior of the unit these error are justified. Operated unit for 10 minutes and noted that the unit operated very erratically but it did not display vent inop. Could not duplicate, vent inop, complaint allegation. Duplicated, xdcr error, complaint allegation. This issue is addressed in an internal corrective action.

Event description:
A distributor in (B)(6) reported the following: "vent. Inop massage appeared on screen, it disappeared after changing both the main pcb and the turbine." The ventilator was not on a pt, the issue was discovered during routine testing.

Manufacturer narrative:
(B)(4). Based on the information provided by the foreign distributor, carefusion technical support determined that the reported issue was mostly likely caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it back into service. In addition, carefusion issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of 05/21/2015, the alleged faulty main board has not been received.